Event description:
Same case as MDR ID: 2134265-2015-02918. It was reported that a burr became stuck on wire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 325cm rotawire were advanced to the target lesion. After a 2.0mm rotalink¿ plus were used in the mid lad, a 2.25mm rotalink¿ plus were selected to treat the target lesion. During platforming, it was noted that the rotational speed was gradually decreased. A kink on the rotawire was suspected and so it was exchanged with another 325cm rotawire, but the same issue occurred. When the rotawire was attempted to be exchanged with another one, it was noted that the rotawire could not be removed from the burr. The rotawire remained with the burr and it was cut at the wire lumen. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The complaint unit was wet tested and the rotablotor system was able to reach an optimum speed of 174k rpm at 40 psi. The handshake connection of the catheter and the advancer was separated and a guidewire was observed to be running through the device. The guidewire was removed from the advancer but a resistance was encountered when attempting to remove the guidewire from the catheter and the guidewire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02918. It was reported that a burr became stuck on wire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 325cm rotawire were advanced to the target lesion. After a 2.0mm rotalink¿ plus were used in the mid lad, a 2.25mm rotalink¿ plus were selected to treat the target lesion. During platforming, it was noted that the rotational speed was gradually decreased. A kink on the rotawire was suspected and so it was exchanged with another 325cm rotawire, but the same issue occurred. When the rotawire was attempted to be exchanged with another one, it was noted that the rotawire could not be removed from the burr. The rotawire remained with the burr and it was cut at the wire lumen. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).